Event description:
A malfunction was reported on the customer's pump, displaying malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. The customer continued to use pump for insulin therapy.